Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable tina-quant hemoglobin a1cdx gen.3 (hba1c) results for four patients. Of the data provided, two patient¿s results are a reportable malfunction. For patient 1 the initial hba1c result was 9.8% and was generated on (B)(6) 2017. The repeat result from the same cobas c513 analyzer commercial system (c513) was 6.0% which was deemed to be correct. There was no allegation that patient 1 was adversely affected by the initial result being reported outside of the laboratory. For patient 2 the initial hba1c result was 11.88% and was generated on (B)(6) 2017. The doctor questioned the initial result and requested a redraw. The redraw result was repeated multiple times and had a range of 5.39%-5.53%. The redraw results were generated on (B)(6) 2017. The original sample that generated the initial result was then repeated on (B)(6) 2017 with results of 5.45%, 5.40%, and 5.25%. For patient 2 the hba1c result from the redraw sample was deemed to be correct. Repeat testing was performed on another c513. Patient 2 is a (B)(6) female with a date of birth that was requested but not provided. Patient 2 was not adversely affected. The hba1c reagent lot was 16763301 with an expiration date of 31-jan-2018. A field engineering specialist has visited the customer site multiple times. During one visit he was able to find some probes that were misaligned, pinched probe tubing, and loose syringe seals. He repaired the aforementioned parts. Calibration and qc were performed all which passed. Also extensive precision studies were performed with all results being acceptable.

Manufacturer narrative:
During later service visits in the month of september the field engineering specialist found a broken vacuum pump connector and a clogged solenoid valve. The broken connector was replaced and the clogged valve repaired. Following these repairs no further issues have been reported.